Event description:
It was reported an asymptomatic patient presented in-clinic for follow up when post-paced t-wave oversensing was observed. The patient did not receive inappropriate therapy during oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.